Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 603.9 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient¿s spasticity began worsening on (B)(6) 2024, which led them to suspect an issue with the patient¿s pump and/or catheter. During this time, they were transitioned to oral baclofen pills. In november, the family sought evaluation at a university where a dye study was attempted; however, the team wasn't able to aspirate from the cap (catheter access port) chamber. Because of insurance restrictions, they couldn't proceed with a catheter revision and/or pump replacement at that university, so they were referred to another physician. There were no known external factors that may have led or contributed to the issue. On (B)(6) 2024, the patient was taken in for surgery. The pump was interrogated, the logs were reviewed, and there were no other entries beyond normal programming logs. During surgery, the hcp noted there was no retrograde csf (cerebrospinal fluid) flow when disconnecting the catheter from the pump. After opening the spine pocket, he found a bend or kink in the catheter and decided to replace it entirely. The expected reservoir volume was 4.6 ml, but the actual reservoir volume was 16.5 ml. Additionally, while removing the pump segment of the catheter, he discovered another kink and suspected it was caused by an anchoring suture. During the procedure, the hcp also decided to replace the pump as well as the catheter. By the end of the procedure, the hcp successfully aspirated 1 ml of csf from the cap chamber and programmed the new pump to deliver 96 mcg of baclofen per day using simple continuous mode. The patient was admitted overnight and was expected to be discharged the next day. The patient¿s mother mentioned they had a follow-up appointment with their pump managing physician on monday. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2021, explanted: on (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 25-mar-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the catheter identified a kink in the catheter body. Analysis of the pump identified no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.